Event description:
It was reported to novartis nutrition that an enteral feeding pump gave an overdelivery of enteral feeding formula. It was also reported that the alarm on the pump did not work to alert the caregiver of the condition. Pt was sent to the hosp with vomiting. No add'l complications were reported.